Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient reported that she had a peg/j tube site infection and was prescribed 100mg of doxycycline twice daily for 10 days. The patient reported that she has been taking doxycycline once daily due to it causing gi symptoms.

Manufacturer narrative:
Reference record (B)(4). Additional information added to event.

Event description:
In 2016, the patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient reported that she still had redness and crust around the stoma, with itching and a rash. The patient was treated with salves for the stoma.